Event description:
It was reported intermittent occlusion alarms occurred. The customers blood glucose (bg) was elevated for two events, the bg level was displayed as "high"; a specific value was not provided. Blood glucose and occlusion alarms were addressed with a supply change. The customer successfully resumed insulin therapy.